Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens, foreign objects in air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of reported allegation was dirt on objective lens. However, the most probable cause for dirt on objective lens, foreign objects in air/water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had blurry image during gastroscopy diagnostic procedure before the patient was sedated. The procedure was completed with an olympus back-up device. There were no reports of patient harm.